Event description:
I tried a new pad from amazon called rpe life. I had tried it multiple times one month apart from each other. The first time I tried it; I had milder reaction. The next month I tried it; I had severe reaction. All 4 different time I tried it; I had reaction to the same part of the body/skin where the wings or the side of the pad touched my skin (the adhesive). It was extremely painful and the whole area was red and swollen for over 2 weeks and it turned my skin dark brown after healing from it and now my skin is peeling. I have never had this issue with any other pad in my life. I also used different pad this time and, on the days, I used different brand pad, I did not have any issue. Please test the adhesive rpe uses on their product.